Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The service engineer (se) updated the software to the current revision to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
The customer reported that the 840 ventilator had a communication issue. There was no patient involvement.